Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing due to morphology changes that resulted in delivery of inappropriate shock therapy in three separate episodes. Technical services (ts) discussed potential programming options for optimization. No adverse patient effects were reported. This product remains implanted and in service.